Event description:
It was reported that an incomplete cartridge change alert occurred indicating that a cartridge had not been properly loaded onto the pump. Customer¿s blood glucose level was 400 mg/dl with diabetic ketoacidosis. Reportedly, the customer went to the emergency room and was subsequently hospitalized where bg was treated intravenously with saline and insulin. The customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support educated the customer on the alert and ensuring to complete the cartridge change sequence.